Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 210 units, and displayed an initial accurate fill estimate of over 120 units of insulin in the cartridge. However, after delivering 21.2 units of insulin, the insulin gauge displayed 120 units. Tandem technical support educated the customer that the insulin gauge will remain static at 120 units, until insulin volume reaches 120 units, and then it will begin to decrease. The customer's blood glucose level was 290 mg/dl, and was addressed with a correction bolus. During a follow-up call on (B)(6) 2017, the customer reported that the customer insulin gauge decreased from 205 units to 40 units, after delivering only 88 units of insulin. Reportedly, the insulin gauge should have displayed 117 units of insulin in the cartridge. It was confirmed that the customer will continue using the pump until the replacement pump arrives.